Event description:
It was reported that the ilet bionic pancreas insulin dosing stopped due to loss of connectivity with a freestlye libre 3+ sensor, which displayed ¿sensor already in use,¿ leading to manual fingerstick readings and a temporary delay to therapy until a new sensor was successfully paired and dosing resumed. Th e user experienced a glucose peak of 470 mg/dl with no associated clinical symptoms reported. Outcomes included a delay to treatment until the cgm was replaced and dosing recommenced, after which glucose values trended down. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with an improper pairing procedure that led to dosing suspension; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and a component-related failure due to the interoperable system.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.